Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the primary infusion line is clamped when infusing a secondary medication, because if this isn't done, the primary line continues to drip when an in line filter is used.